Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use/user error identified in this incident. The root cause of the system error 2240 alarm was due to a clamp being open on an unused supply line. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The baxter technical service representative (tsr) explained the alarm. The caregiver had clamps open on the unused supply lines. The tsr explained the clamps must remain closed on the unused supply lines during therapy. The cg will start over with new supplies. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the cg.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.